Manufacturer narrative:
Manufacturer's analysis conclusion: a direct relationship between the device and the reported abdominal hematoma could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding.

Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide # (B)(4) approval for heartmate 3 lvas was received on 23 aug 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2017, the patient was admitted due to down-trending hgb. A abdomen CT scan noted a hematoma in the right lateral abdominal wall muscle. Anticoagulation was withheld until hgb remained stable. On (B)(6) 2017, heparin was resumed. No further information was reported.